Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys batteries were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the sys was displaying a precharge voltage error message during boot up. This error message will prevent the sys from booting up. There is no report of pt injury associated with the event.